Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The physician used the turbohawk on a calcified sfa lesion. The physician made several passes and as he was taking the device out of the body the nosecone became lodged in the sheath. He pulled back on the device and the nosecone dislodged from the catheter. Investigation of the returned turbohawk device on (B)(4) 2014 found the distal tip assembly was torn at the proximal edge of the housing (laser-cut) coil section. All components were accounted for.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.